Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported by remote transmission the ventricular lead has chronically high thresholds. The lead remains in use. No patient com plications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was also reported that the patient experienced dizziness. The lead was later removed.